Manufacturer narrative:
As received, a complete lead was returned in one piece. Clavicle crush was noted in the middle segment of the lead in which one filar of the outer coil being fractured and the inner insulation being damaged. The cause of the reported event (low lead impedance) was isolated to this clavicle crush damages. The reported event of ¿insulation defect under suture sleeve¿ was not confirmed. The outer coil was kinked and the outer insulation was cut at the suture sleeve impression region consistent with procedural damages.

Event description:
During follow-up, a decrease in lead impedance was observed. The lead was explanted and replaced. Insulation damage was noted that appeared to be due to a tighten suture and also damage that may be due to clavicular crush. The patient was in stable condition.